Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-01940 / 01943).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, metal poisoning, metallosis, loss of range of motion, swelling, inflammation, lack of mobility, and damage to surrounding bone and tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient¿s medical records reports fluid and cysts were noted. Operative notes report that the internal appearance of hip was benign with no gross sign of inflammation or irregularity and the bone appeared healthy. An attempt was made to remove the stem; however, it was found to be firmly implanted and was not removed. The head and taper insert were removed and replaced. The cup was removed and replaced with a competitor component.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, metal poisoning, metallosis, loss of range of motion, swelling, inflammation, lack of mobility, and damage to surrounding bone and tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.